Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and infusion set tubing. Blood glucose (bg) level was 308mg/dl. Reportedly, the customer changed the pump supplies to address the issue.